Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken light source. There are no reports of patient harm.

Manufacturer narrative:
Correction to h6 coding: duplicates submitted in error on the original MDR submission health code: e2403. Health effect: f26. Medical device problem code: a040101. Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that the reported malfunction was due to breakage of the image guide (ig) bundle, the image is not displayed, (it may return to normal at times). Based on the results of the investigation, it is most likely the reported malfunction probable causes were such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.